Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl (1000 mcg/ml at 48 mcg/day) via an implanted pump. It was reported that the physician attempted to aspirate the catheter through the pump side port but was not able to obtain any fluid. The patient was taken to surgery where the physician attempted to revise the catheter. He first started by attempting to aspirate through the side port, and he was unable to obtain fluid. He then opened the spinal incision site and attempted to remove any potential kinks but was still not able to aspirate fluid through the side port. He then opened the pump pocket and disconnected the catheter from the pump and did not observe any fluid dripping from the catheter. He then cut the catheter to the distal side of the collet connector and attempted to aspirate directly from the remaining catheter with a 24-gauge needle but was not able to obtain fluid. He then removed the remaining portion of the distal catheter and decided to replace the entire catheter with a new catheter. It was noted that when the physician removed the anchor and distal catheter, he even attempted to push fluid through the catheter on the back table, but something appeared to be occluding the catheter as it would not allow fluid to pass. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.